Manufacturer narrative:
Other applicable components are: product ID: 3986i45, lot# n25648, implanted: (B)(6) 2002, explanted: (B)(6) 2017, product type: lead.

Event description:
The manufacturer representative (rep) reported therapy impedances of 1320 ohms, 7.076 38 months. One - 1+ 6hz 450 9.2v. The impedances on one electrode were elevated only when the patient laid back. The impedances for 03 increased in that position. The impedance issue was not affecting the patient¿s therapy. A normal reprogramming was performed and avoided bottom contact and patient stated that coverage is better now than before. The patient was doing well. Other relevant medical history includes non-malignant pain.

Event description:
Per the healthcare provider (hcp) via the representative on (B)(6) 2017. The patient weight information was asked but not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.